Event description:
(B)(4). Severe abdominal pain, hair loss, lack of labido, pain during intercourse, type 1 diabetes (that I have yet to prove), mood swings accompanied by ongoing depression, abnormal bleeding and so much more.